Event description:
This pt experienced pain and discomfort around the implant site with or without the sound processor on. Her doctor reported that no infection was pt and administered painkillers. The surgeon explanted the device in 2006 and reimplante with a now device.